Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14739744/14940217. Product family: scs-ipg-r, upn: (B)(4), model: sc-1110-02, serial: (B)(4), batch: 15615628.

Event description:
It was reported that the patient was having sharp stabbing pains and ineffective therapy. The patient underwent revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively with adequate pain relief. Explanted devices were discarded.